Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 4/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade IV. Device evaluation: visual analysis of the returned device identified deformation, the weight of the device is within specification, crease fold, and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no calcification was observed in the device.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV and "calcified capsule." Device has been explanted.